Event description:
Possible meningoencephalitis following elective knee arthroscopic reconstruction patellar tendon. On (B) (6) 2009 - surgery arthroscopic repair/reconstruction of med patellar femoral ligament using anterior tibialis tendon allograft. On (B) (6) 2009 - admitted with visual field cut deficit and dysarthria. Found abnormal CT and MRI of brain with left temporal lobe "lesion" and extensive edema. On 12mm poorly defined enhancement left temporal lobe. On (B) (6) 2010 - left temporal lobe partial lobectomy - perivascular inflammation and necrosis. Negative viral cytopathic effect. Negative rabies on special stain. Negative viral inclusions. Extensive chronic inflammatory meninges. On (B) (6) 2010 - transferred to rehab. On (B) (6) 2010 - right hemiparesis post op. On (B) (6) 2010 - readmitted to hospital. On (B) (6) 2010 - taken off ventilator. Died (B) (6) 2010. Treated for meningoencephalitis. IV acyclovir (B) (6) 2009, foscarnet (B) (6) - (B) (6), ceftriaxone (B) (6) - (B) (6), zosn IV (B) (6) - (B) (6), cefepime (B) (6) - (B) (6), vancomycin IV (B) (6) - (B) (6), decadron IV (B) (6) - (B) (6). Dates of use: (B) (6) 2009 -- (B) (6) 2010. Diagnosis or reason for use: patellar tendon reconstruction.